Manufacturer narrative:
The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The product effect may vary with each individual.

Event description:
Case description: this is a spontaneous report from a contactable consumer. A (B)(6) year-old black female patient started to receive thermacare heatwrap (thermacare lower back & hip) (device lot number: l39249, expiration date: dec2017) on (B)(6) 2015 for back pain. Medical history included ongoing eczema. The patient's concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication and no event was experienced. The patient reported she wore the heatwrap on saturday, (B)(6) 2015 for 8 hours for lower back pain. After she removed the heatwrap, her husband noticed a burn on her lower back. At the burn area, a little bit of skin was coming off. The patient isn't sure if it blistered because she can't see it. Her husband said he felt like the burn area was smaller than her pinkie finger nail. Action taken with the suspect product was unknown. Therapeutic measures included neosporin application to the burn area. Clinical outcome of the event burn was not resolved and the other reported events was unknown. The patient's skin tone was assessed as dark or olive. She gets a little patch of eczema if she uses something her skin isn't used to or a new detergent or uses something "perfume-y". It starts out as a little bump and if she irritates it, it gets a little dry or a little bigger. She uses some gold bond lotion and it gets better. She hasn't seen a dermatologist for this. The patient had eczema, she thought it was a very small case of eczema and she did not see a dermatologist for this. She did not use the heatwrap while sleeping, it was during the day time. The patient did not engage in exercise while using the product as her back hurt, so she was sitting down. She did not check the skin under the product while wearing thermacare. Additional information received from product quality complaint (pqc) group provided quality assurance (qa) investigation results. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The product effect may vary with each individual. Follow-up (24jun2015): this follow-up is being submitted to amend previously reported information: past product history was updated and reaction data (additional event of she did not check skin under the product while wearing thermacare was added). Follow-up (13aug2015): new information received from product quality complaints (pqc) group included: quality assurance (qa) investigation results. Company clinical evaluation comment based on the information provided, the events thermal burn, skin exfoliation, and device misuse as described in this case considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events thermal burn, skin exfoliation, and device misuse as described in this case considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability. Evaluation summary: the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The product effect may vary with each individual.

Manufacturer narrative:
Follow-up (june 24, 2015). This follow-up is being submitted to amend previously reported information. Past product history was updated and reaction data (additional event of she did not check skin under the product while wearing thermacare was added). Company clinical evaluation comment: based on the information provided, the events thermal burn, skin exfoliation, and device misuse as described in this case considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets follow up 10-day EU and 30-day FDA reportability.

Event description:
She did not check skin under the product while wearing thermacare [device misuse].

Manufacturer narrative:
Required intervention.

Event description:
Burn [thermal burn] at the burn area a little bit of skin was coming off [skin exfoliation. Case description: this is a spontaneous report from a contractable consumer. A (B)(6)black female patient started to receive thermacare heatwrap; (thermacare lower back & hip), device lot number l39249, expiration date (B)(6) 2017, on (B)(6) 2015 for back pain. Medical history included ongoing eczema. The patient's concomitant medications were not reported. The patient previously used the product and no event was experienced. The patient reported had been wearing the thermacare lower back and hip on saturday 20 (B)(6) 2015, for lower back pain. She had been wearing the wrap for 8 hours. After she took it off her husband noticed a burn on her lower back, at the burn area, a little bit of skin was coming off. The consumer isn't sure if it blistered because she can't see it. Her husband said it felt like the burn area was smaller than her pinkie finger nail. The consumer had been putting neosporin on it. The outcome of the event burn was not recovered and the other reported event was unknown. The patient skin tone was dark or olive. She gets a little patch of eczema if she uses something her skin isn't used to or a new detergent or something "perfume y". It starts out as a little bump and if she irritates it, it gets a little dry or a little bigger. She uses some gold bond lotion and it gets better. S he hasn't seen a dermatologist for this. The patient has eczema, she thought it is a very small case of eczema and she did not see a dermatologist for this. The patient was not sleeping when she had the heat wrap on; it was during the day time. She did not engage in exercise while using he product asd her back hurt so she was sitting down. She did not check skin under the product while wearing thermacare. Based on temporal association and known safety profile of the product, there was a reasonable possibility that the reported event of a burn on her lower back, at the burn area a little bit of skin was coming off and was associated with thermacare lower back & hip, wrap. This case meets initial 10-day EU and 30-day FDA reportability.